Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the large suturecut needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument was observed to have a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that they did not experience any issues related to opening/closing of the grips, no issues with left/right (yaw) motion of the grips, no issues related to the up/down (pitch) motion of the wrist. There was no loss of cautery with associated with the broken cable, nor arcing was observed and nothing fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. The complaint regarding a broken cable was confirmed by failure analysis. The provided image is consistent with the allegation of a broken cable.

Event description:
Refer to h11 for follow-up information.